Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while suturing the pocket during the implant procedure, the right ventricular lead exhibited intermittent capture. Upon interrogation, it was noted that the capture thresholds had increased. The pocket was reopened and the lead was successfully repositioned.